Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity)occurred at power up at the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "system error code 345" was not reproduced. Evaluation performed thermistor testing and the device passed. A review of the event history log found two occurrences of "system error 345" messages on the reported event date. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. It was determined that the force sensor requires replacement as a precaution. Should additional relevant information become available, a supplemental report will be submitted.